Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 12-mar-2020.

Event description:
The customer reported screen fault. There was no patient involvement. The manufacturer¿s international service technician confirmed the blurry screen issue. The manufacturer¿s international service technician replaced the defective (liquid crystal display) lcd to address the reported problem. The unit successfully passed the required performance verification test.